Event description:
The plaintiff was implanted with a "pelvic mesh product suspension device" on (B)(6), 1999 with the intention of treating her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges the plaintiff has suffered "serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries," and experienced "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.